Event description:
It was reported the er320 and 511sd were used during a laparoscopic cholecystectomy. It was reported the clips would not form properly from the er320 and the o-ring became dislodged from the flapper valve on the 511sd. There was no consequence to the pt.